Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) of 533 mg/dl with polydypsia and polyuria. Reportedly, the patient possibly had a virus and started feeling bad on (B)(6) 2014. The reporter also stated that the patient had a bg of 62 mg/dl due to injections and not having any food. Reportedly, the tube was not primed when the infusion set was changed at 1530 on (B)(6) 2014 and only 1.7 units was primed; therefore, the patient only had a total of 9 units basal that day. It was reported that emergency protocol was initiated and the patient was treated in the emergency room with insulin via injection, IV fluids and other specified treatment and then resumed with the insulin pump. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. Also during troubleshooting, it was revealed that the basal/temp basal settings were incorrectly programmed. It was reported that the customer felt their illness was the cause of the bg excursion. Cts determined that the signs/symptoms of illness contributed to the bg excursion and referred the patient to their healthcare provider for diabetes management. However, the basal/temp basal settings were also incorrectly programmed. This complaint is being reported because the patient allegedly experienced hyperglycemia related to unclear cause while on the insulin pump.